Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced an overfill during dwell 2 of 4. The patient was not connected to the homechoice claria device at the time of the events. The patient stated that they closed the patient line clamp during initial drain. Subsequently, the device alarmed, and the patient realized the patient clamp was closed. The device went to fill 1 of 4. The patient completed the fill and went to drain 1 of 4, then the patient experienced problems breathing. Renal therapy services (rts) assisted the patient to perform a manual drain of 5192ml. The patient reported they felt better. Rts assisted the patient with ending therapy and removing the cassette. The patient stated they would call the pd nurse. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Internal and external inspection was performed, and no issues were noted. Connections were correct and secure, no evidence of moisture or pest infestation. A short, simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to meet specification. The event history log review revealed an excessive drain volume of 5,193ml during the first drain cycle, which was greater than 160% of the programmed fill volume of 2,500ml. The clinician programming showed the programmed I-drain alarm (0ml) may have been set too low for the most recent therapies. Per the homechoice claria apd system clinician guide, setting the minimum I-drain volume too low can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed I-drain alarm being set too low. Should additional relevant information become available, a supplemental report will be submitted.